Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 540 mg/dl with nausea, vomiting, and large ketones associated with a loss of prime issue. It was reported that the pump emitted multiple loss of prime warnings with the same cartridge. The reporter stated that the patient did not use a cartridge from another box since the problem started. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia related to a loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.